Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that cement took prolonged curing times ranging from 13minutes to 22 minutes. Overall this results to a 27 minutes delay per day. It was also reported that this prolonged surgery which is caused by this curing time leads to an increased infection risk to the patient. It was also reported that one cement suddenly contracted at 19 minutes. The surgeon observed a 0,5-1 mm gap at the cement - bone interface. Upon curing, blood leaked through cement and the bone. Once the cement had cured, they noticed that there was a noticeable micro-movement in the implant, that was not normal. In the surgery, they used a migrating femur component. The behavior of the cement was not normal outside of the patient either, when they tried the hardness of the cement, the area where the testing was done on curled intensively, when it normally expands upon testing.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that cement took prolonged curing times ranging from 13 minutes to 22 minutes. Overall this results to a 27 minutes delay per day. It was also reported that this prolonged surgery which is caused by this curing time leads to an increased infection risk to the patient.